Manufacturer narrative:
Insulin pump alarmed motor error alarm during the occlusion test and was unable to prime during the prime test due to a protruded/loose drive support disk. A cracked display window, cracked reservoir tube lip, scratched lcd window and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The drive support cap fell off, and the customer did press the cap back in while connected. No further information was provided.